Event description:
It was reported, "for the convenience of infusion therapy, a PICC catheter was placed in the patient's right arm on (B)(6) 2021. On (B)(6) 2022, when the patient was admitted to the hospital and sealed after intravenous infusion, the puncture port was found to seep fluid. After the fluid extravasation caused by the formation of fibrin sheath was excluded by b-ultrasound, the catheter was extubated while injecting normal saline. Two ruptures were found at about 2 cm, and the tube was cut and then flushed. No exudate was found. Considering that the patient needs to continue to use the catheter for treatment, the indwelling time should not exceed 1 month."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez1200 showed no other similar product complaint(s) from this lot number.